Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
It was reported that the patient recently saw an endodontist and periodontist. There is an infection with tooth #7 previous root canal and the endodontist is recommending treatment as soon as possible and an implant. The periodontist is concerned about several loose teeth (not within normal orthodontic limits) and is recommending periodontal treatment. The patient has not scheduled any dental work yet. Requested a letter of recommendation/diagnostic findings from the patient from their endodontist and periodontist (including whether the patient can continue with their byte treatment).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.